Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noticed that the defibrillation conductor outer insulation was breached.

Event description:
It was reported the lead helix mechanism would not extend or retract. Lead was not implanted. The device was not implanted. No patient complications have been reported as a result of this event.